Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("one of the essure micro-inserts had migrated and perforated uterus") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure (ess205) inserted. In (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menstruation/ abnormally heavy menstruation"), abdominal pain lower ("severe, lower abdominal pain/ severe abdominal cramping"), back pain ("severe back pain"), uterine pain ("severe uterine pain"), pelvic pain ("severe pelvic pain"), dyspareunia ("painful intercourse"), migraine ("migraine"), headache ("headaches"), hypersensitivity ("allergic reaction to all jewelry"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), weight increased ("weight gain"), anxiety ("severe anxiety"), depression ("depression"), chest pain ("chest pains"), palpitations ("heart palpitations") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy in (B)(6)2016). Essure (ess205) was removed in (B)(6) 2016. At the time of the report, the uterine perforation, dysmenorrhoea, menorrhagia, abdominal pain lower, back pain, uterine pain, pelvic pain, dyspareunia, migraine, headache, hypersensitivity, vaginal discharge, vaginal infection, fatigue, weight increased, anxiety, depression, chest pain, palpitations and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain lower, anxiety, back pain, chest pain, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, migraine, palpitations, pelvic pain, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: it was reported that essure was inserted in (B)(6) 2016 and hsg was performed in (B)(6) 2016. In (B)(6) 2016, the vaginal bleeding and other symptoms became so severe that she was taken to the emergency room and an ultrasound was performed, which showed that one of the essure micro-inserts had migrated and perforated the uterus. In (B)(6) 2016, patient underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. (Discrepant dates): diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2006: confirmed full occlusion of fallopian tubes in (B)(6) 2016, ultrasound was performed, which showed that one of the essure micro-inserts had migrated and perforated her uterus. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.